Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power cord assembly, the lemo receptacle assembly and the interconnect cable assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would no produce a live image. No patient injury was reported.